Manufacturer narrative:
Details of complaint: the customer reported that a power surge caused the central nurse's station (cns) with 3 monitors to shut down unexpectedly. After rebooting the cns, it was stuck at the windows screen. Technical support (ts) suggested unplugging the power cord, pressing the power button a couple of times, plugging the power cord back in, and then rebooting the cns, which resolved the issue. No patient harm was reported. Investigation summary: the power surge caused the cns application to crash. This abrupt power surge occasionally is associated with hard drive failure. However, in this case no hard drive failure was reported. The customer was able to resolve the application issue and rebooted the cns that was located in a remote closet. Service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that a power surge caused the central nurse's station (cns) with 3 monitors to shut down unexpectedly. After rebooting the cns, it was stuck at the windows screen.

Manufacturer narrative:
The customer reported that a power surge knocked off a central nurse's station (cns) monitor on a 3 monitor unit. According to the customer, the third monitor is no longer showing the application, just stuck in windows. Technical service (ts) troubleshot the issue and after powering off the cns, unplugging power cord, pressing power a couple of times, plugging power cord back on and rebooting the cns the central monitor cns-6000 screen came up. The cns application loaded successfully and restore monitoring to patients. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that that a power surge knocked off a central nurse's station (cns) monitor on a 3 monitor unit. According to the customer, the third monitor is no longer showing the application, just stuck in windows.